Event description:
It was reported by the rep the device was used during an interstitial laser coagulation. It was reported while using the laser for an ilc procedure, a portion of the shrink wrap covering on fiber separated from the fiber and became lodged in the pt's prostate. The surgeon had just completed the second treatment in the right lateral lobe at the apex, and upon withdrawing the fiber, noticed that what appeared to be the end of the fiber remained fixed in the tissue. Further inspection of the removed fiber revealed that this was in fact the shrink wrap coating, which had separated approximately 1cm proximal to the second black marker. After about 15 minutes, surgeon was able to remove the material using a different scope and graspers. Rep observed nothing unusual during the treatment, or manipulation of the fiber which might have contributed to this occurrence. Upon replacing the fiber with a new one from a different lot, there were no further complications. There was no consequence to the pt.